Event description:
During a laparoscopic assisted vaginal heysterectomy, the ez35w would not fire. There was no consequence to the patient. Additional information/clinical follow up: 1/31/97 the rep responded the ez35w was difficult to close or clamp over the tissue. After the instrument closed, it would not fire. The case was converted to an open hysterectomy. 2/3/97 1024 was transferred to the office of worker's compensation. Message and 800# left on pm. 2/10/97 received call from director of nursing. The cin provided information regarding the reported event and confirmed with co's staff surgeon follow up to operating surgeon. Co address provided.

Manufacturer narrative:
Added additional info, info not available, device not returned for analysis.